Event description:
A report was received that the patient was experiencing pain at the pocket site. The physician examined the pocket and confirmed it appeared normal. The patient was prescribed a flexeril patch for the pocket pain.